Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and allergy to metals ("allergic to nickel"). At the time of the report, the device breakage and allergy to metals outcome was unknown. The reporter considered allergy to metals and device breakage to be related to essure. The reporter commented: having a hysteroscopy on friday to remove a fragment of essure if they can reach it. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and allergy to metals ("allergic to nickel"). At the time of the report, the device breakage and allergy to metals outcome was unknown. The reporter considered allergy to metals and device breakage to be related to essure. The reporter commented: having a hysteroscopy on friday to remove a fragment of essure if they can reach it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.